Event description:
Guidant permanent pacemaker was implanted in 2002. During routine interrogation it appeared that the ventricular lead had fallen from the ventricle. It was discovered that the pacer lead wire and the generator had a faulty connection.